Event description:
A customer reported that their pump triggered an altitude alarm. Blood glucose level at the time of the event was 202 mg/dl, which is within the normal range of 54-500 mg/dl (3.0-27.7 mmol/l). As a corrective action, the customer's pump was set to be replaced by technical support, and the customer was instructed to switch to multiple daily injections (mdi) as a backup therapy. Technical support also confirmed the shipping address and guided the customer on how to put the pump into storage mode before returning it, with a return arranged via dpd for august 5, 2025.